Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, cracked casing at a display window corner, cracked battery tube threads, cracked belt clip slot, and a minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that he had an old medtronic insulin pump that he wanted to send back for destructive testing. The device has since been returned for analysis.